Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 358 mg/dl. Reportedly, the customer was asleep and did not hear the low insulin alerts and empty cartridge alarm when the cartridge ran out of insulin during the night, resulting in the high bg and dka. The issue was resolved via manual injection and an insulin IV. The customer was released from the hospital on (B)(6) 2019 with no permanent damage.